Event description:
International affiliate reports the cranioblade did not cut the cranial bone as expected. It is believed that this resulted in a dalay of more than thirty minutes in the surgical procedure. Another cranioblade was used and there were no clinical consequences for the patient.